Event description:
It was reported that a user of the ilet experienced hyperglycemia with blood glucose peaking at 259 mg/dl and measuring 252 mg/dl after beginning a usual lunch, with onset approximately 1 hour and 45 minutes post first bite; the user reported thirst, frequent urination, and fatigue, and was using a contact detach infusion set (23 inch, 6 mm). Symptoms included hyperglycemia with polydipsia, polyuria, and tiredness. Outcomes included no alerts or alarms, no hospitalization, and a plan for follow-up within two hours while blood glucose was trending downward. Investigation included troubleshooting and education provided by support. Investigation of this case revealed no device alarms and no device malfunction identified during the interaction, with cause of the hyperglycemia unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.